Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high out of range shock impedance measurements greater than 400 ohms in addition to oversensing of noise that resulted in false/positive atrial fibrillation (af) monitor episode. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. X-rays were ordered to review the system. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the physician plans to schedule explant of this product and implant of a transvenous system on an unknown future date. Available information indicates this product remains implanted and in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Records indicate the system was not explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This report is being filed due to an updated conclusion code following further review of the event. After the previous report was filed; boston scientific, in december 2020, issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this electrode exhibited high out of range shock impedance measurements greater than 400 ohms in addition to oversensing of noise that resulted in storage of a false/positive atrial fibrillation (af) monitor episode. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. X-rays were ordered to review the system. Review of the x-ray noted that the electrode was fractured. The physician plans to schedule explant of this product and implant of a transvenous system on an unknown future date. Available information indicates this product remains implanted and in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received that the patient had a ventricular fibrillation (vf) arrest in which shocks were delivered. The patient expired during this episode. It was reported that an electrode revision procedure was planned, however had not yet been able to be performed. Subsequently, it was reported that the device was not interrogated post mortem; therefore, the details of the episode were unknown. Records indicate the system was not explanted.

Event description:
Additional information was received that the patient had a ventricular fibrillation (vf) arrest in which shocks were delivered. The patient expired during this episode. It was reported that an electrode revision procedure was planned, however had not yet been able to be performed. Subsequently, it was reported that the device was not interrogated post mortem; therefore, the details of the episode were unknown.

Manufacturer narrative:
Records indicate the system was not explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of the electrode on x-ray noted that the electrode was fractured. The patient was scheduled to see the physician to determine next steps. Available information indicates this product remains implanted and in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high out of range shock impedance measurements in addition to oversensing of noise that resulted in false/positive atrial fibrillation (af) monitor episode. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.